Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had several episodes of non-sustained rv oversensing that appeared to be due to lead noise. Thresholds, sensing, and impedances were normal and stable. The patient continued to be monitored via merlin.net.